Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, 30 minutes after the ultrathane mac-loc locking loop multipurpose drainage catheter was implanted, during the nephrostomy drain exchange procedure, the patient returned to the hospital due to a leak from the hub of the device. The physician specified that the leak appeared to be between the drain and the hub, with no obvious holes or other deformities evident in the product. The product issue ultimately necessitated the removal after approximately one hour and replacement of the complaint device. No further complications were reported by the customer. The product is reportedly unavailable for return and evaluation.

Event description:
As reported to customer relations, "patient came into the hospital to swap out drain. After doctor swapped out drain, the patient went home and patient returned 30 minutes later because the tube was leaking from around the hub. The physician indicated it appeared to be leaking between the drain and the hub with no obvious hole or deformity with the product. This device was removed and a dawson muehler drain was opened and used."

Manufacturer narrative:
Investigation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.